Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed diagnostic messages indicating that the state of the backup batteries was not certain. The procedure was completed without complications. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Conclusion: device repaired and returned.